Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia and prolonged hyperglycemia while using the ilet, with lows as low as 39 mg/dl and highs up to 401 mg/dl, sometimes persisting up to six hours, and alarms occurred for high and low readings. Symptoms included sweating during low glucose episodes. Outcomes included successful correction by changing infusion sites and ingesting oral glucose, and glucose was reported in range at the time of follow-up. Investigation included review of reported pump behavior, the bionic report, and user education on infusion set management and hypoglycemia treatment. Investigation of this case revealed infusion set issues with bent cannulas and extended wear beyond three days contributing to hyperglycemia, as well as user overcorrection of lows contributing to subsequent highs and aggressive algorithm corrections; the user was counseled on proper site rotation, recommended to try a contact detach infusion set, and scheduled for additional training. It was concluded, based on previously established findings for similar reports, that the cause was user technique and infusion set performance issues leading to erratic glucose and algorithm-driven corrections.